Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system has exhibited greater than 2000 ohm pacing impedances. At generator change-out the lead's pacing impedances were 1800 to 1900 ohms on the pacing system analyzer (psa). The physician felt the connection was well established despite getting impedance readings greater than 2000 ohms. Since the generator change-out the impedances have continued to be elevated. No sensing or threshold issues were noted. No adverse patient effects were reported. The system remains in service, and the plan is to monitor.

Event description:
Additional information was received that the rv pacing impedances have continued to be greater than 2000 ohms for the past year. There has been no noise, and the thresholds and sensing are good. Pocket manipulation and isometrics were done and no noise was noted. Therefore, regular follow-up and monitoring is being done. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.